Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced an infection in the area of their deep brain stimulator system. It was stated the infection was ¿confirmed.¿ it was noted the ¿entire system was removed and the infection was treated and successfully resolved.¿ the patient was reported to have ¿no infection¿ at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v939307, explanted: (B)(6) 2012. Product type: lead: product ID 3387s-40, lot# v939307, explanted: (B)(6) 2012. Product type: lead: product ID 37085-60, serial# (B)(4), explanted: (B)(6) 2012. Product type: extension: product ID 37085-60, serial# (B)(4), explanted: (B)(6) 2012. Product type: extension. (B)(4).